Event description:
Voluntary medwatch received states that the patient presented for revision of the right ventricular lead due to an unspecified product performance issue. The lead was capped. No additional adverse patient effects were reported. No further information was available.